Manufacturer narrative:
Zimmer biomet complaint- (B)(4).. Concomitant products: item #11-173661, lot #899250, m2a 38mm mod hd -3mm nk. Item #15-105058, lot #172190, m2a 1 pc shell 38mmx58mm. Item #11-173662¸ lot #456500, m2a 38mm mod hd std nk. Item #15-105056, lot #323740, m2a 1 pc shell 38mmx56mm. Item #11-104212, lot #682880¸mlry-hd 12x165 stem por lat. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The patient was revised due to pain. The modular head and acetabular cup were removed and replaced. Patient's legal counsel reported that patient underwent a revision procedure approximately ten (10) years post-implantation due to pain, weakness numbness, tingling around left hip, unable to bear weight on left leg, elevated metal ions, metal debris, metallosis, and a lack of acetabular bone ingrowth.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.